Event description:
The patient reported both incisions were infected. The patient was sent to the hospital for IV antibiotics. An explant procedure was performed on (B)(6), 2023 and the patient is doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient has contraindicating conditions including malnourishment due to the ability to eat and swallow. As a result, the patient was unable to swallow antibiotic pills so their daughter crushed them up and put them in their juice. Additionally, the patient has stomach ulcers. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they are unable to eat or swallow and malnourished (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.